Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in needle retraction was slow. It was reported by customer that pivs (iag non-bc) are having a significant delay in its retraction once active safety is pushed. Verbatim: clinical leadership mentioned that the pivs (iag non-bc) are having a significant delay in its retraction once active safety is pushed - only has happened with the 22g.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.